Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the pressure display read "999" and the alarm went off. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. The perfusionist disconnected the pressure cable from the monitor and the reading on the monitor went to zero. He started the cardioplegia monitor backup again and it functioned normal and he finished the case.